Manufacturer narrative:
This model number was introduced in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has not charged or used the system for more than three months. Reportedly the programmer displayed "stim off" for over three months. The sjm rep interrogated the ipg and could not establish communication with external devices. F/u determined the physician plans surgical intervention to resolve the issue.